Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized the past november. It was stated that the customer was unconscious at the time the paramedics brought her into the hospital. The customer was admitted with diabetes ketoacidosis and her blood glucose was 36mmol/l. The customer was in a coma for two days and was in the intensive care unit. The customer was released six days later. No further information was provided.